Event description:
It was reported that the patient presented in clinic due to an unrelated procedure. During the procedure, the patient's right atrial (ra) lead became dislodged. The ra lead was explanted and replaced. The patient was stable.